Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that part of the sensor cannula was damaged and had blood. The customer's blood glucose was 120 mg/dl at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
Performed visual inspection and found sensor with damaged (wrinkled) contact pad. Unable to confirm customer received sensor in said condition due to customer returned opened/used.